Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Pump supplies were changed; occlusions resolved. Blood glucose was 174 mg/dl. Reportedly, pump was exposed to fluctuating temperatures prior to the occlusion alarms.